Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a robotic sacral colpopexy procedure. During the procedure, when the physician placed the suture through the mesh inside the sacrum, a small tear occurred through one of the pores on the sacral flap. The physician attributed the cause of the tear to the mesh material being too light. The procedure was completed with no complications to the patient, who is over 18 years of age and was fine at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.